Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer, no patient information will be provided. Device history: review of the (B)(4) service history record showed the device had a manufacture date of 28aug2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 31aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a channel error. The upstream pressure transducer was replaced. Per customer, no further information will be provided.